Event description:
It was reported that there was on over infusion of total parenteral nutrition (tpn). The issue was noticed when the pump stopped at 1433. Customer indicated "no detectable harm to the patient. No stark changes in lab values. Blood sugars stable." The empty tpn infusion was removed and d10 infusion initiated to bridge gap in time until new infusion due at 2100. The medication was started the previous day at 2116 with an intended infusion rate of 41.7ml/hour and a total volume of 1050ml. There was patient involvement but no harm. Investigation summary: the reported free flow could not be confirmed or replicated during the laboratory testing; however, this issue may be attributed to the use of third-party parts. The external and internal inspection were performed on the suspect pump module (sn (B)(6)). During the external inspection the rear case showed a noticeable dent on the back and visible cracks on the bottom front right side. These findings were noted as incidental, and they are not related to the issue reported. Internal inspection observed the inside of the device with fluid ingress in the iui area, around bezel and around the air in line sensor; and corrosion was observed inside the rear case. The rear case, the latch assembly handle and the latch assembly sear were observed to be third-party parts a review of the pump module error logs showed no errors or malfunctions that were relevant to the customer's complaint. A review of the pump module event log, prior to the reported event date, identified an infusion programming on (B)(6) 2025. At 9:16 pm an infusion was started with a rate of 41.7 ml/hr and a volume to be infused (vtbi) of 1001 ml. On (B)(6) at 6:05 am infusion was paused for fifty (50) seconds and then the infusion was restarted. At 2:33 pm the pump alarmed air in line (ail). And one minute after (at 2:34 pm) the unit was channeled off. The pump module event logs do not capture any data on the infused primary or secondary volume. The performed one-hour laboratory; timed rate accuracy and the over infusion product analysis: procedure observed the device delivering fluids as programmed, within specification, and with no observed periods of unregulated flow. Testing of the incident administration: set could not be performed to determine if any issues existed with the primary set since the incident administration set was not returned for investigation. Root cause: the root cause of the reported over infusion could not be determined. However, the use of third-party parts might be a possible contributing factor. The returned device was fully evaluated, and no other issues or anomalies were observed during the laboratory testing.